Event description:
It was originally reported that the patient had problems recharging 2 weeks post implant. No more than 2 "boxes" could be reached. The patient experienced a warm sensation in or around the neurostimulator pocket during recharging. The neurostimulator was superficial. The company representative confirmed that the patient's device flipped and that was why she was unable to recharge. The patient's device was revised and is now able to recharge normally. Additional information has been requested from the hcp.